Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the lead did not work well for the patient's anatomy. The physician decided to not use the lead and implant a straight screw-in lead instead. No patient complications were reported as a result of this event.